Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an esophageal variceal ligation procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the physician experienced difficulty in turning the handle of the device. The first ligation band was hard to release but eventually deployed on the varix. However, the rest of the bands failed to deploy. Another speedband superview super 7 device was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4) bands failed to deploy. (B)(4) bands difficult to deploy. The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
One speedband device was received for evaluation. Visual examination of the returned device noted presence of residue indicating use/handling. Physical examination of the ligator head found five bands remaining which is in proper position. The ligator head teeth were not damaged. Two of the bands had been deployed and not returned. The suture was cut/broken, with portions attached to the ligator head and the trip wire loop. The trip wire was not secured in the handle assembly slot and was kinked in multiple places. The trip wire had been removed from the handle assembly and septum and was found wrapped between the handle bracket and knob. There was a slight evidence that the trip wire had been secured prior to receipt. Functional evaluation of the handle was performed by turning the handle knob at 180 degree and an audible click was heard, no issue was noted with the handle assembly. Given the event description and the condition of the returned device, there isn't enough information to determine a probable root cause. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an esophageal variceal ligation procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the physician experienced difficulty in turning the handle of the device. The first ligation band was hard to release but eventually deployed on the varix. However, the rest of the bands failed to deploy. Another speedband superview super 7 device was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.